Manufacturer narrative:
The axium prime coil was not returned for analysis as it was implanted in the patient and pushwire discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the short segment of the coil was seen in the anterior communicating artery. The patient was undergoing coiling treatment of small aneurysm. This coil was stretched during the procedure as a result there was a small segment of the coil in the parent vessel. The physician did not see it in the fluoro during procedure but saw it on the next day in the CT scan. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.